Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the small perforation could not be definitively determined based on the information available. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a heavy calcified lesion in the iliac arteries. It was reported that a small perforation occurred following treatment. It is unknown how the perforation was resolved. No ivl catheter malfunction reported. No additional information was provided. Shockwave medical has made multiple attempts to gather additional information related to the reported event and patient outcome.